Manufacturer narrative:
Corrected data: no return. An event regarding a fractured device involving an unknown tibial insert trial was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not available.

Event description:
The tibial insert trial broke during tka. As per sales rep, no other patient information will be provided due to hospital policy.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The tibial insert trial broke during tka. As per sales rep, no other patient information will be provided due to hospital policy.